Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation, correction of the lot number and additional information for manufacture date and lot number of concomitant medical device . The thunderbeat probe, tb-0535fcs, was returned to the service center for evaluation of ¿probe tip fell off¿. The user¿s complaint was confirmed. The returned condition hand-piece was connected to the usg-400/esg-400 unit and a probe check was performed. It was reported that the probe failed the probe check. A visual inspection of the return condition device noted some tissue build up. The teflon pad was inspected and observed to have normal wear with no exposed metal. The distal end of the probe was inspected under the microscope and noted to have the tip detached. The separated tip was returned for evaluation. The switches, wiper, handle and jaw movement were inspected for function and noted to operate normally and smooth. The handle load and rotation of the knob torque were also inspected and noted to operate normally and smooth. Based upon the results of the evaluation of the returned tb-0535fcs, the cause for the broken/damaged probe is attributed to the probe coming into contact with either a hard or metallic surface during activation.

Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted. Based on similar reports, tip breakage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe/teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The service center received a report of four thunderbeat (tb-0535fcs) hand-pieces, that tips broke during a total hysterectomy. This is for the first probe, lot number kr871492, that broke during the intended procedure. The physician was performing a total hysterectomy when the probe tip broke off and fell into the patient. The broken tip was retrieved from the patient, but the device used to retrieve the item was not reported. It was also not reported if there was any damage observed on the probe unit upon removal from the patient (i.e. Exposed metal, charred marks, or teflon pad damage). The facility contact also did not know if the probe, connection points to the generator, and the cable were inspected prior to the procedure or if any abnormalities were observed. The physician continued with the intended procedure with a new hand-piece. It was reported there was no patient injury.this is report 1 of 4.